Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010048, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 06-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal (B)(4). The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010048 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 09-nov-2024, with a total of (B)(4) units. The assembly, lot 4k05704 was manufactured according to the wi version 27 and manufactured in the quickset line, on 09-nov-2024, with a total of (B)(4) units. The assembly, lot 4k05705 was manufactured according to the wi version 27 and manufactured in the quickset line, on 09-nov-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k06475 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 01-nov-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k06565 was manufactured according to the wi version 42 and manufactured in the gluing machine 05 - 04 -08, on 03-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, the thresholds of 7 reportable complaints are met for the lot in question and malfunction code; further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (B)(6) 2025 due to hyperglycemia. The blood glucose level was 640 mg/dl at the time of event and the patient got treated with manual injection intravenous insulin drip. The length of hospitalization was greater than 24 hours. No further information available.